Manufacturer narrative:
(B)(4). Additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. This event is not a product nor a manufacturing related issue. No further corrective or preventative actions are required.

Event description:
Per information obtain, the patient underwent re-do aortic valve replacement due to patient prosthesis mismatch given her symptomology.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic heart valve was explanted after four (4) years, two (2) months due to unknown reasons. The explanted device was replaced with a 23mm pericardial bioprosthesis. No additional details were provided.

Event description:
Patient also underwent intervention due to aortic valve stenosis and mild aortic regurgitation. Organized thrombus on one of the prosthetic valve leaflets was found intraoperatively. Post-operative tee revealed excellent valve function with no significant perivalvular leaks. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition. Patient was discharged on post operative day five.